Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration -yes / free floating in abdominal cavity'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain"), dyspareunia ("dyspareunia"), chest pain ("chest pain") and pain in extremity ("leg pain"). The patient was treated with surgery (ablation and essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, abdominal pain upper, dyspareunia, chest pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, chest pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2008 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (left tube occluded), right device appears within the peritoneal cavity. Ultrasound scan vagina - on (B)(6) 2013: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs and mr received: events: abnormal bleeding (vaginal, menorrhagia), ablation, dyspareunia, chest pain, legs pain were added. Reporters, patient demographics, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration -yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic"), abdominal pain ("abdominal pain") and abdominal pain upper ("stomach pain"). At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, device dislocation, dysmenorrhoea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received reporter information was added. Injury nos replaced with new event added dysmenorrhea (cramping), pelvic pain female, abdominal pain, stomach pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.